Event description:
It was reported that the user experienced recurring alert 60 on the ilet that persisted after restart, and the touchscreen was cracked; blood glucose at the time of the call was 175 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem with the pump consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Complaint was confirmed and duplicated. Alert 76 and 60 were present in the notifications menu. The "about ilet" menu showed 0.0.0 as the address for bluetooth and ble bootloader. The device was opened and overflow of rtv was seen on the hoverboard. A known-good hoverboard was installed and the alerts were no longer present. The issue was determined to be a faulty hoverboard, possibly due to the overflow of rtv.